Event description:
The device (cev669b) was returned for repair to mxi service and repair.

Manufacturer narrative:
(B)(6). Evaluation of this instrument indicated that the black plastic piece was burnt at the plugging area. The combustion of the plastic is most likely due to the formation of an electric arc in the plugging area. The electric arc was most likely a result of the presence of humidity, tissues, and/or blood. Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's reference number: na. (B)(4).